Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used for an esophageal dilatation procedure. Per the complainant, during the procedure the balloon was found punctured. The procedure was completed with another c.r.e. Balloon dilatation catheter. It was reported that there was no serious injury to the pt. Post procedure, the status of the pt was unk. Additional info has been requested, but has not been received at time of this report.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)